Event description:
It was reported that customer was unable to pass iab over spring wire guide (swg). They were able to insert iab approximately 1/2 way but it would not pass any further over swg. S new kit was obtained and used without difficulty. There were no reported patient complications.